Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a type e dissection occurred. The target lesion was located in the mid left anterior descending artery (lad) and was 90% stenosed. The lesion was treated with four passes of the oad and no hemodynamic instability was observed. Angiographic imaging was performed following treatment, and a distal segment dissection was noted. A stent was deployed and post dilated with a balloon inflation. Imaging was performed again and proximal and distal stent edge dissections were observed. Two additional stents were inserted to address the stent edge dissections and were post dilated with balloons to high pressure. Angiography then showed compromised flow to the lad, which was treated with placement of an additional stent. The patient presented with shoulder pain during balloon angioplasty, however no hemodynamic instability was noted during the procedure and the patient was discharged the following day.